Manufacturer narrative:
Exemption number: e2014018. Investigation: no product on hand. Because there is no product at hand, we investigated the sterilization-documentation of the concerned screw lot. According to the documentation of the sterilization provider lot 52443424 was gamma-sterilized with a dose rate of 29, 3 kilo gray (requirement: 25, 3-34.6 kilo gray). Batch history record review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this similar error patterns at hand. Conclusion and root cause: the root cause for the problem is most probably usage and/or patient related. Rationale: according to the case description, the incident was not demonstrably caused by the implant. After an additional wound irrigation, there are no further problems at hand. The implants have not been revised. A sterility problem of our implants can be excluded, because the sterilization dose was within the specification and the sterilization process is validated. No CAPA needed. If additional information is received a follow up report will be submitted. Associated medwatches: 9610612-2019-00130, 9610612-2019-00131, 9610612-2019-00132, 9610612-2019-00133, 9610612-2019-00134, 9610612-2019-00135, 9610612-2019-00136, 9610612-2019-00137, 9610612-2019-00138.

Event description:
It was reported the patient experienced wound healing disorder post-surgery. Surgical procedure on (B)(6) 2019 for spondylosis's, it was reported the patient experienced delayed wound healing seven days post-operative surgery. The patient received a wash out of the incision with no revision surgery. It was reported the wound healing disorder resolved.